Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited varying high capture thresholds. The lead was explanted and replaced successfully. The patient's condition was good post procedure.